Manufacturer narrative:
An olympus endoscopy support specialist's observation of the reprocessing for the subject scope found that brushing and suction were not performed in accordance with instructions for use. The investigation is ongoing and conclusive the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
While performing an in-service, an olympus endoscopy support specialist observed insufficient or incorrect reprocessing of a scope. The problem was identified during reprocessing. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The olympus endoscope support specialist (ess) performed a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was caused by insufficient training for staff at the facility on device handling and reprocessing. The instructions for use states that insufficient reprocessing enhance risk of infection: "insufficient reprocessing of these components may pose an infection control risk to patients and/or operators." Olympus will continue to monitor field performance for this device.